Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's intravenous (IV) line was occluded upstream and the pump did not alarm during use in the intensive care unit. The occlusion was noticed when the clinician found "the patient's blood pressure was getting very low". No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion detection and flow accuracy. The device was able to properly detect an upstream occlusion and delivered within specification. The event history log review was performed, however the user facility did not provide an event occurrence date or information to identify the infusion in question. The last infusion programmed by the user was norepinephrine and an "upstream occlusion!" Alarm occurred and was cleared by the user within the first two minutes of the infusion. Per the spectrum operator's manual: "failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the runstop key prior to inspecting the IV set line and resolving all occlusions." This issue is described in fa 2021-056. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Based on all the available information to include device evaluation, it is unlikely that the spectrum infusion pump caused or contributed to the reported adverse event of severe hypotension. Should additional relevant information become available, a supplemental report will be submitted.